Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm; however, the customer was within a pressurized chamber. Reportedly, customer loaded a new cartridge to resolve the issue. Customer's blood glucose level was 97 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.